Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? Was the patient suffering from esophageal spams?

Event description:
It was reported that a linx was explanted. Patient doing well postop removal. Reason for removal persistent epigastric pain and back pain. Symptoms started upon implantation. No interventions done before removal. Nothing additionally done surgically.

Manufacturer narrative:
(B)(4), date sent: 8/24/2022.

Manufacturer narrative:
(B)(4). Date sent: 9/8/2022. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4), date sent: 7/5/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number 21919, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 6/17/2022. Additional information was requested, and the following was obtained: was ph testing performed prior to explant to confirm recurrent reflux? No interventions or diagnostic workup done before removal after implant, was the device initially effective in controlling reflux? Yes when did the recurrent reflux begin? Was the patient suffering from esophageal spams? No, only reason for explant was pt suffering from persistent epigastric pain and back pain.